Event description:
Error 01.

Event description:
Error 01. The device was not received for investigation. Device history record was reviewed, and no event linked with the reported issue was observed. Device log was not reviewed. The device was not received for investigation. Pictures were provided for the investigation. It's visible that the shock absorbers are missing on the motor. We don't have the information if the absorbers are free in the device, or absent. The most probable root causes can be bad positionning of the absorbers, premature wear, maintenance error.